Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. The user guide p/n 480145 was reviewed and in the pre-treatment setup instructions it is noted prior to starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error as per the patient¿s peritoneal dialysis registered nurse (prdn) account of the event.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 48-year-old male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized and diagnosed with peritonitis. Upon further follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2021 following symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with gram-positive bacterium (genus and species not reported) and a white blood cell (wbc) count was not reported. The patient was diagnosed with peritonitis due to lack of aseptic technique during ccpd therapy on the liberty select cycler at home. It was reported the patient allows house pets into the room during pd therapy and the patient does not sanitize after touching pets. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for three weeks and ip ceftazidime at 1000 mg every day for three weeks. Upon culture results, the ip ceftazidime was discontinued. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler during this admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Clinical investigation:a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to non-adherence to aseptic technique during ccpd therapy as reported by a medical professional. Lack of aseptic technique is the leading cause of transmission of peritonitis causing pathogens. This is further evidenced by a group of microorganisms that include the most prevalent peritonitis causing pathogens. Therefore, the liberty cycler set can be excluded as the root cause of this infection. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this (B)(6) male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized and diagnosed with peritonitis. Upon further follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2021 following symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with gram-positive bacterium (genus and species not reported) and a white blood cell (wbc) count was not reported. The patient was diagnosed with peritonitis due to lack of aseptic technique during ccpd therapy on the liberty select cycler at home. It was reported the patient allows house pets into the room during pd therapy and the patient does not sanitize after touching pets. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for three weeks and ip ceftazidime at 1000 mg every day for three weeks. Upon culture results, the ip ceftazidime was discontinued. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler during this admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.